Manufacturer narrative:
The device has not been sent back. Thus, a proper device analysis could not be completed nor the reported issues confirmed. It was mentioned by the customer that there was no damage noted during preparation for use indicating a product quality issue did not contribute to the reported issues. Based on the information provided, the risk assessment for the lucia product and based on our experience and other complaints that have already been resolved we have determined that the following factor may have cause or contributed to the damaged haptic is but is not limited to: loading strategy. Lens placement technique. Accessory device support. Poor handling during folding and inserting. The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Additionally, our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and met all criteria for release. Reviewing the manufacturing documents did not show any indications for a malfunction of the iols. The products were produced in accordance with the manufacturer's specification and no deviation has been detected. Most probably the incident is caused by surgical manipulation and off-label use.

Event description:
Customer reported that a zeiss CT lucia 602 "lens was inserted and could not get centered, was tilted in chamber. Lens was removed, chamber was stabilized, and a new lens was placed." The customer also noted, the "lens had to be removed to stabilize the chamber, no patient injury. New lens inserted after chamber was stabilized without incident." No additional information provided.